Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection /lap chole. The handle and reload were assembled and applied to transect liver tissue. The handle snapped during firing, staple line partially formed. Case was delayed over 30 minutes but it was not known by how much. Blood loss over 500cc occurred but it was not known by how much. Reinforcement material was not used.